Manufacturer narrative:
A siemens healthcare diagnostics cse (customer service engineer) was dispatched to the customer site for instrument evaluation. The cse determined that the customer was experiencing sodium qc issues prior to obtaining the discordant sodium results. The cse determined that the discordant sodium results was due to the sodium electrode. The sodium electrode was replaced on the instrument and the customer performed calibration and ran qc. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant sodium results were obtained on multiple patient samples on an advia 1800 instrument. The discordant sodium results were reported to the physician(s), who questioned the discordant results. The samples were retested on the same instrument and those results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant sodium results.